Event description:
It was reported that during a vaginal hysterectomy, the handpiece caused an error 3. The error could not be cleared, and a second handpiece was used to complete case with no patient consequence.

Manufacturer narrative:
Evaluation summary: the hand piece was returned and was tested on a generator and no error code 3 was displayed; however, a solid tone was noted. The hand piece was disassembled and evidence of moisture ingress and a torn acoustic isolator were found. Due to this condition, it may lead to an error code 3 on the generator. We have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. The batch history records were reviewed with no anomalies noted during the manufacturing process.